Manufacturer narrative:
(B)(4). The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the hv output circuitry was damaged. Visual inspection noted an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. It is believed that a lead anomaly caused the arc mark which resulted in the output anomaly.

Event description:
It was reported that the patient received an inappropriate shock. During follow-up, the iegms of old vf episodes were unable to be observed. Review of the session records confirmed that over current detection was observed during attempted shock delivery. A capacitor maintenance was unable to be performed. The device was explanted and replaced. Patient condition was good.